Event description:
Noise was discovered on this lead. Threshold tests were run and adjustments made to programming. This lead remains actively implanted. If additional info becomes available, this event will be updated.